Event description:
It was reported during a spine hardware removal surgery of l4-l5, the tip/shaft frayed midway through the case. A replacement was pulled for the doctor to complete the case. The first assistant was also using a bovie during the case.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the manufacturer for the time period 08/15/2010 through 08/15/2012. Visual inspection of the returned plasmablade 4.0 showed that the insulation was frayed from the distal end. The insulation may have peeled back due to contact on distal end of the insulation during use. This may have resulted in the insulation peeling back. Review of the lot history revealed no anomalies.